Event description:
During a lap gastric bypass, the tip of the active blade broke off the device. X-ray was brought in to locate the blade and it was found on the floor. A like device was used to complete the procedure. There was no pt consequence.